Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery and right common femoral artery (lcfa, rcfa) using the pre-close technique via a 5fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with seven prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved in the lcfa and rcfa with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional six prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Unused sterile devices from the same lot were returned from the account, which were inspected and functionally tested with no anomalies. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.